Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that during the procedure when a guidewire was inserted to remove a catheter, the proximal part of the previously detached coil stuck to the tip of the catheter. An attempt was made to release the coil from the catheter with a guiding catheter unsuccessfully. The coil migrated from inside the aneurysm, came off the catheter tip and became entangled with a previously placed stent (subject device). The coil was then successfully removed with a snare but caused the subject stent to become dislodged from its initial position. Another stent was placed to fix the subject stent to the vessel. The procedure was completed successfully without clinical consequences to the patient.

Event description:
It was reported that during the procedure when a guidewire was inserted to remove a catheter, the proximal part of the previously detached coil stuck to the tip of the catheter. An attempt was made to release the coil from the catheter with a guiding catheter unsuccessfully. The coil migrated from inside the aneurysm, came off the catheter tip and became entangled with a previously placed stent (subject device). The coil was then successfully removed with a snare but caused the subject stent to become dislodged from its initial position. Another stent was placed to fix the subject stent to the vessel. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis. Additional information obtained from the customer indicated that the coil came off from the tip of the sl-10 and got entangled with the placed atlas, and when it was tried to be collected with a snare, the atlas also slipped off. An assignable cause of caused by other will be assigned to this complaint as the investigation indicates another product caused the issue event. H3 other text: device not returned for evaluation.